Manufacturer narrative:
According to the finalized investigation it is confirmed that the sample run at 09:04am failed and followed by error message 722 (sample error insufficient or inhomogeneous sample during measurement- check and remedy other fluid transport errors). The sample run at 09:27am did not result in any error message, though the following calibration at 09:30am did fail due to calibration drift out of range (error code 376). This indicates fluid transport problems. As informed, after cleaning the ph electrode was calibrated without errors, and samples were run without error messages. Radiometer investigation can confirm that the root cause to the events was presence of a clot in front of the ph electrode.

Manufacturer narrative:
Occupation: point of care co-ordinator.

Event description:
According to complaint the customer experienced abnormal ph results. Customer summary of event: clotted sample a for pt. Run at 09: 04 am likely caused a clot on the ph this dislodged the lower o ring and resulted in compromised ph results. Analyzer began intermittently failing ph measurements but did release 1 set as valid patient f sample ran at 09:27 am and reported a ph of 6.867. Scheduled calibration at 09:30 am ran and flagged ph with drift error. 1 x clean and 2 x repeat 1-point calibrations performed before analyzer accepted calibration status. Patient s sample was run at 10:02 am and reported a ph of 7.227. Patient m sample was run at 11:01 am and reported a ph of 7.142. Patient m sample was run at 11:10 am and reported a ph of 7.183. (B)(6). After this the complaint responsible received a call from an ICU nurse asking about spurious ph results and did some remote checks. Based off the abnormal ph calibration results the complaint responsible guessed there was an issue with the component itself and checked on it in person - this was when the dislodged o ring and clot material attached to the membrane face was found. There was additionally a large amount of reference-solution salts caked on and around the reference electrode which had to cleaned off. Once all found issues had been addressed a 1 point calibration was performed which failed with significant drift to ph and a number of other reference membrane dependent measurements - the following 1 point calibration then worked and all parameters were back in the green. All follow up qc has also been within tolerable limits with no indication of bias, imprecision, or drift. Cleaning and clot removal performed by lab staff. Comparison sample number (B)(4) was performed on abl90 flex analyzer just under an hour after suspect samples with measurement result 7.377 ph. The measurement number 18492 is considered by customer to be a true value for ph measured on an abl90. Therefore; the customer considers true value for ph is 7.377 (measured an hour later to some of the discrepant low ph abl800 measurements). The biggest discrepancy on ph must therefore be 7.377 - 6.867 = 0.510 ph.